Manufacturer narrative:
Findings: unit had unresponsive buttons due to unlocked lcd keypad connector. Unable to perform any test or verify alarm due to unresponsive button. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed and could not be cleared. The patient's blood glucose level was 160 mg/dl at the time of the call. The customer sent the product back for analysis.